Manufacturer narrative:
(B)(4) an analysis of the product could not be performed since a physical sample was not received for evaluation. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during a laparoscopic colectomy, the clip was not formed properly. The same issue occurred several times. The device was used on the blood vessel. No bleeding occurred during use. Another device was used to complete the case. There were no adverse consequences to the patient. The patient¿s condition is stable. No further information is available.